Event description:
The lead was returned to the manufacturer, analyzed and tested out-of-specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The inner/sterile package (extrinsic) was breached. There was an issue observed with the labeling and/or label. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned in its inner tray without the outer packaging with a serial number of (B)(6) and a use by date of 2027-05-27. The seal on the inner tray was breached in two separate corners of the inner tray. The label on the tray seal was wrinkled. The seal on the tray was beginning to separate from the tray of the lead on one edge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.